Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Healthcare professional later reported capsular contracture baker grade IV, "any creases," and "folds in the shell." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ crease/folding of implant: observed. As per the investigation procedures deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Manufacturer narrative:
Device photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Crease / folding of implant: observed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV and "any creases" and "folds in the shell." Device has been explanted and replaced.

Event description:
Healthcare professional reported, a right-side capsular contracture, baker grade IV. And "any creases" and "folds in the shell". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.